Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vticmo12.1 implantable collamer lens, -12.5/+1.0/122 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2020. Reportedly, there was no patient injury and the patient does not want a replacement lens implanted. The cause of the event is reported as user error.

Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found that the haptic was torn and bent. Claim# (B)(4).